Manufacturer narrative:
The device ro 11 015 has been inspected for investigation purpose. The tests performed confirmed that the pointer probe was out of calibration. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the pointer probe was non-functional. There was no patient involvement reported.